Event description:
It was reported that during a coronary stent procedure, the phisician had difficulty crossing the (pre-dilated) lesion. An attempt was then made to withdraw the stent into the 7f guiding catheter (against labeled instructions). This was not successful, so the physician withdrew the stent into the aorta, just above the right iliac, and advanced a micro venous snare. The stent was then grasped and pulled down to the femoral region and was in the process of being extracted when the snare disrupted, leaving the stent in either the subcutaneous tissue or in the wall of the superficial femoral artery. The pt was sent to surgery for stent extraction and femoral artery repair. The pt status is listed as "okay".